Manufacturer narrative:
Approximate date of event is (B)(6) 2016. Should additional information become available a supplemental record will be filed.

Event description:
End user advised seat split about five months ago. End user advised pinched him but did not break skin or cause any mark. End user advised using a different commode now.